Event description:
It was reported that the patient presented to the pacemaker clinic due to inappropriate shock for t-wave oversensing. The associated device was nearing elective replacement and therefore the lead and device were both explanted and replaced with no complications, however externalized conductors were noticed at the time of lead extraction.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Manufacturer narrative:
A partial lead with the lead tip measuring 48.7cm was returned for analysis. The damage found was sustained during the surgical procedure. The portion of the lead that was returned was otherwise normal. Without return of the entire lead, a complete analysis could not be performed.